Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, menorrhagia, endometriosis and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches/ migraine"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems:vaginal discharge") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had total laparoscopic hysterectomy with da vinci robotic assistance.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, abdominal pain, vaginal discharge, weight increased and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2007, she implanted essure. (As written per pfs and ppf,please note discrepancy). It was reported that ½ coils visualized. She received treatment for abnormal bleeding (vaginal, menorrhagia), dyspareunia, migraines / headaches, pelvic pain, abdominal, vaginal discharge, weight gain, anemia, bladder/urinary problems. Discrepancy regarding injuries or symptoms resulted from essure decrease or resolve following removal. Per pfs-yes and per ppf - none: not specified. Most recent follow-up information incorporated above includes: on 30-aug-2019: reporters and patient demographics, medical history was added. Updated essure indication. On (B)(6) 2012, she explanted essure. Injury event was replaced with events abnormal bleeding (vaginal, menorrhagia), dyspareunia, migraines / headaches, pelvic pain, abdominal, vaginal discharge, weight gain, anemia, bladder/urinary problems. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 624103) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, menorrhagia, endometriosis and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia"), dyspareunia ("dyspareunia"), migraine ("migraines / headaches/ migraine"), abdominal pain ("abdominal pain"), vaginal discharge ("bladder/urinary problems:vaginal discharge") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had total laparoscopic hysterectomy with da vinci robotic assistance.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, migraine, abdominal pain, vaginal discharge, weight increased and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dyspareunia, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2007, she implanted essure. (As written per pfs and ppf,please note discrepancy). It was reported that ½ coils visualized. She received treatment for abnormal bleeding (vaginal, menorrhagia), dyspareunia, migraines / headaches, pelvic pain, abdominal, vaginal discharge, weight gain, anemia, bladder/urinary problems. Discrepancy regarding injuries or symptoms resulted from essure decrease or resolve following removal- per pfs-yes and per ppf - none :not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.